Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.0/+3.0/063 (sphere/cylinder/axis) in the patients left eye (os), on (B)(6) 2019. The patient experienced a refractive surprise. The lens remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the lens was rotated on (B)(6) 2019 and the problem was resolved. The patient is doing well with 6/6 vision and is happy. Patient code: 3191 - secondary surgical intervention, lens repositioned (rotated). Claim#: (B)(4).

Manufacturer narrative:
Initial MDR should have included 'the surgeon reported a lens rotation.' (B)(4). Claim#: (B)(4).